Manufacturer narrative:
(B)(4) date sent: 1/6/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec60a device was returned with the jaws and closure trigger in the closed position and with a cecr60b loaded on the device, and with a cecr60b reload(b) present. Both reloads were received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. The returned device and reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot/batch e25060031, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy procedure, it was observed that they could not open the jaw after firing. They used the reverse button to open the jaw. Changed to another one to continue the procedure but it would not fire. Changed to a new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.